Event description:
Patient's husband stated that the whisperject device does not work. He said the button does not press, and he has followed the instructions explicitly. He has tried to use it 4 times and it was only successful once and in that case he had to wiggle the button to get it to work. At this point the plunger is stuck inside the injector, patient has medication, the device is faulty. Dates of use: (B)(6) 2018 to present.